Event description:
The manufacturer received information alleging a ventilator did not turn on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ventilator was returned to a third-party service center for service. During the initial evaluation of the device at third-party service center, the ac connector was found burned. There was no harm or injury reported. Additionally, the rubber feet and ac power cord retainer (power cord clamp) were missing, handle and o-rings needed to be replaced, and the rear bottom case on the device had damage, which is not related to the reportable malfunction. The device's system board was replaced on the device. The following parts were replaced on the device: sd card, grip and silencer housing, air filter, front and back and base casings, and the filter housing.